Event description:
It was reported that on an unknown date, the set was returned with instrument that was not properly functioning. There were no patient outcomes reported. This report is for one (1) 2.7/3.5mm depth gauge 0 to 60mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. H3,h4,h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 2.7/3.5mm depth gauge 0 to 60mm has the distal portion of the shaft deformed. The functional test revealed that the sleeve (03_133_080_2) was not able to pass through the device, most likely due to the observed condition of the shaft. The reported complaint condition was able to be replicated. A dimensional inspection for the returned device was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 2.7/3.5mm depth gauge 0 to 60mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. 03_133_080 rev. A current and manufactured. Dimensional inspection: n/a. H4,h6 part# 03.133.080. Synthes lot # h88908. Supplier lot# h889089. Release to warehouse dat.e: 28 feb 2020. Supplier: (B)(4). No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.